Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician successfully implanted a 2.50x20mm taxus express2 drug eluting stent in the obtuse marginal 2 (om2). Approximately three years later, the patient presented with a myocardial infarction. The physician used ivus and found the vessel was a 3.5mm vessel. The physician used a 3.5mm quantum balloon to treat the thrombus, and "got a final cross section area of 6.3." The patient had been on plavix for over a year, but the physician does not know when the patient stopped taking plavix. The patient condition is reported as okay. Further information has been requested, but has not been provided.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.